Event description:
It was reported that during a cryo ablation procedure weakening of the phrenic nerve was observed. A double stop was performed but the procedure was resumed and completed with cryo. The nerve had not yet recovered when leaving the operating room and did not recover upon discharge from the hospital. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.